Manufacturer narrative:
One used device was returned for evaluation. Since the lot number was not provided, the device history record and complaint database could not be reviewed. A follow up report will be submitted when the evaluation has been completed.

Event description:
The user reported that at the end of a groin fistula angiogram procedure, the sheath introducer broke off just below the hub and remained in the patient. The physician was required to make a larger incision at the access site in order to removed the remaining sheath segment. The site was sutured after removal of sheath segment. No lot number has been provided. No harm or injury was reported.